Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that they were getting an ¿error in red, something about improperly exiting the app¿, therefore the patient got 574 error on the patient programmer. The rep stated that they were in the middle of copying a program when they lost connection. They also indicated that they had a system error; 0x35efa949. Technical services reviewed reconnecting and reprogramming the patient to clear the 574 error on the patient programmer. Additional information was reported that the rep was in the middle of a programming session when an error message in red (system failure) appeared on the clinician programmer (cp). It would not allow the rep to continue and it kicked them out of the programming session from the system failure screen/pop up message. The message on the patient controller seemed to have cleared, but the patient lost all of his programs and settings. The rep added one of his programs back and added two additional programs. No further information was reported.